Event description:
Two sets of tubing from the same lot number were leaking where the cassette is attached to the tubing. Rptr suspects a third set was also leaking, but it and its wrapper were discarded before this could be determined.